Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge. Device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the hydrogel placement procedure the patient stated that he felt pain when sitting, no actions were taken. Around one month later the patient called the physician and mentioned that he had passed some hydrogel during a bowel movement. The patient was prescribed with antibiotics. The patient's radiation treatment was delayed, at the time of this reported the patient's symptoms has been resolved.

Event description:
It was reported that after the hydrogel placement procedure the patient stated that the felt pain when sitting, no actions were taken at that moment. About one month later the patient called the physician and mention that he had passed some hydrogel during a bowel movement, therefore the patient was prescribed with antibiotics. The patient's radiation treatment was delayed, at the time of this reported the patient's symptoms has been resolved.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge. Device code a1502 captures the reportable event of gel misplacement non-vascular.